Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, patient experienced inaccurate readings between continuous glucose monitoring system and blood glucose meter. Patient incorrectly calibrated device against user guide recommendations. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, patient experienced inaccurate readings between continuous glucose monitoring system and blood glucose meter. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.